Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the infusion point. The leaks were discovered at the dispensing room prior to patient treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 18, 2020 - november 19, 2020. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed on the video sample which observed a dripping liquid at the bottom corner area from a likely bottom shoulder port weld defect on the left side of the bag (printing facing on front) . The reported condition of leak was verified; however, the location was not in the infusion point. Due to the nature of the sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.